Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had an external paddles failed error. There was no reported patient involvement.

Manufacturer narrative:
The customer was given part number and pricing for a replacement power pca and was informed that there is a global ship hold. The device remains at the customer site.